Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation issues or leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery lesion. The 3.5 x 28 mm device was advanced to the lesion without any resistance. When attempting to deploy the implant, the balloon would not inflate at all. No leak was observed, but it was not possible to build up any pressure. A new same size device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.